Manufacturer narrative:
Concomitant medical devices: product ID :neu_ins_stimulator, implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: neu_unknown_lead, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from the healthcare professional (hcp) reported that the patient had an implantable neurostimulator (ins) system implanted but the leads were removed the same day. This was because of "malalignment" of the leads, that they were not placed correctly, and they were "hitting the wrong nerve". This caused paralysis of their right leg and pain when the stimulation was on. The patient stated that their right leg was paralyzed and they had pain for a month to a month and a half. The issue was reported as completely resolved with no sequelae. The ins remained implanted in the patient and the leads were going to be implanted again once unrelated medical issues (related to blood clotting) are resolved. The indications for use for the implanted device were noted chronic low back pain and spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.